Manufacturer narrative:
Facility full name: (B)(6). This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, the objective lens was peeled off at the glued section and the curved rubber was missing at the glued section. The probable cause could be attributed to stress such as damage or deterioration of parts. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited the objective lens was peeled off at the glued section and the curved rubber was missing at the glued section. There were no patient involvement.